Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4). Analysis of the mainframe indicates that the issue regarding "not stimulating" could not be duplicated. However, the device had a missing rubber feet and nerve monitoring support dowel pin. The feet and dowel pin were replaced. The device was tested and passed all manufacturing specifications. Analysis of the patient interface indicates that the issue was confirmed. The device had a pcb failure and the cable failed triboele ctric immunity test. The patient interface board was replaced and the device was tested and passed all manufacturing specifications. Fdr 213 and fdc 67 applies to the mainframe device; fdr 120 and fdc 4307 applies to the patient interface device. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the nerve monitoring system would not stimulate during the procedure. There was no troubleshooting done. The hcp completed the surgery without using a monitoring system. There was no patient impact.